Manufacturer narrative:
Type 1 diabetic pt. Using vgo 30 since (B)(6) 2015 reported high bg 400-500 mg/dl range that required hospitalization from (B)(6) 2017 - (B)(6) 2017 due to increased emotional stress and brittle diabetes. Pt. Wore a vgo to the hospital but it was removed by the hospital staff upon arrival and is not available. Pt. Was managed at the hospital with a insulin drip. Due to pts. Pre-vgo history of dka hcp has instructed the pt. To go the hospital with hyperglycemia; likely contributing cause of the high bg for hospitalization in (B)(6) 2017 was high stress and brittle diabetes. There was no allegation of device malfunction. Device was not returned for investigation. The most likely cause of the high bg for hospitalization in (B)(6) 2017 was high stress and brittle diabetes.

Event description:
Type 1 diabetic pt. Using vgo 30 since (B)(6) 2015 reported high bg 400-500 mg/dl range that required hospitalization from (B)(6) 2017 - (B)(6) 2017 due to increased emotional stress and brittle diabetes. Pt. Wore a vgo to the hospital but it was removed by the hospital staff upon arrival and is not available. Pt. Was managed at the hospital with a insulin drip. Using vgo bg usually 75-130 mg/dl, a1c 7.2 or 7.7% pt. Cannot remember exact level, takes bolus doing according to her carbohydrates and a sliding scale. Likely contributing cause of the high bg for hospitalization in (B)(6) 2017 was high stress and brittle diabetes. Due to pts. Pre-vgo history of dka hcp has instructed the pt. To go the hospital with hyperglycemia; device was not returned for investigation.